Manufacturer narrative:
(B)(4). The complaint opt312 optiflow junior nasal cannulae are currently en route to fph (B)(4) for evaluation. We are in the process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare (fph) field representative that there was a hole in three opt312 optiflow junior nasal cannulae and this was noticed during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: five complaint opt312 optiflow junior nasal cannulae were returned to fph in (B)(4)for investigation. The cannulae were visually inspected and measured. Result: visual inspection revealed that three cannulae had a hole in the left and right tubing. The fourth cannula had a hole in the right tube and the fifth cannula had a hole in the left tube. The tubes were found to be damaged approximately 40 mm from the cannula loop pad. Conclusion: we are unable to determine what had caused the holes in the tubing of the optiflow junior nasal cannulae. Based on the location of the damage, it has possibly occurred during placement of the cannula on the patient. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. One sample per oven batch of heat treated tube is also subjected to a tensile test to ensure that the tube remains intact and a load of 10 newtons is exceeded. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate monitoring must be used at all times. Do not stretch or crush tube.

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare (fph) field representative that there was a hole in three opt312 optiflow junior nasal cannulae and this was noticed during use. No patient consequence was reported.